Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300 mg/dl range and a correction bolus was delivered to address bg. Customer was admitted to the hospital for elevated bg. Saline drip and insulin were administered to resolve bg with no permanent damage. Customer had not yet been discharged at the time of the report. Customer attributed an illness as possible cause of the elevated bg. Pump system check was performed with tandem technical support and found the device to be functioning as expected. Recommendation was made for the customer to discuss the event with a healthcare provider.